Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported.